Manufacturer narrative:
The insulin pump passed occlusion test and displacement test, no motor error alarms noted. However, the device was unable to prime during prime test due to faulty force sensor. The motor was tested outside of the device and it passed. Excessive no delivery test was not performed due to prime anomaly. The device had cracked case at the display window corner, cracked battery tube threads, minor scratches display window, and broken belt clip slot.

Event description:
Customer reported via phone, the insulin pump kept alarming motor error, it has alarmed tree of four times during bolus. Customer's blood glucose was unknown. Alarm occurred while customer was priming the device. Troubleshooting was performed. Customer was unsure if the device was exposed to an MRI back in (B)(6) 2014. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.